Manufacturer narrative:
The reported event of premature separation was not confirmed. As received, a complete catheter was returned in one piece with the valve bypass tool pushed past the protective sleeve and covering the distal end. A visual and x-ray examination revealed both tethers were mis-aligned at the distal end. Dimensional analysis of the tether bullet diameter, distal wire diameter, protrusion length, misaligned offset and aligned offset were measured within the required product specification.

Event description:
It was reported that the ventricular device prematurely separated from the delivery catheter during the implant procedure. No additional intervention was required as the device was already fixated with adequate electrical values. The patient was in stable condition and will continue to be monitored.